Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned due to a lead malfunction. Attempts were made to obtain additional information, but were unsuccessful. No adverse patient effects were reported at this time.